Manufacturer narrative:
Unit passed self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing. Unit was successfully downloaded using thump for history files and traces. Stuck key alarm was not present in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor assemblies. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay. Keypad unresponsive is not confirmed. The keypad was responsive during testing. Exposed to moisture damage is confirmed at the electronic stack and motor assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced insulin pump keypad/button unresponsive/button error, exposed to moisture. The customer reported, no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, for keypad anomaly/stuck button alarm, fluid in pump (pump exposed to fluid). Customer reported, that pump was exposed to moisture, but there is no visible fluid in pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1884l was requested. And customer response was, the device will be returned.